Manufacturer narrative:
Investigation of the reported issue found the device was missing several essential internal components. The system pcba, therapy pcba, system connector cable, and therapy connector cable were missing and were replaced to resolve the reported issue. After confirming proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
During service stryker observed the device would not power in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
During service stryker observed the device would not power on. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During service stryker observed the device would not power in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.